Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and loosening of the femoral component at cement to implant interface. Cement manufacturer is unknown. All tka components were removed and antibiotic spacer was placed. Doi: unknown; dor; (B)(6) 2018; left knee.